Event description:
Ous MDR - boston scientific received information that this right ventricular lead was observed to have perforated the patient causing a pericardial effusion and cardiac tamponade for the patient. No abnormal measurements were observed with the lead. A revision procedure is being planned, but for now the rv lead continues to remain implanted and in service. No additional adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.